Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h.6 component code, corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions, and additional information added to h.10. The 16fr esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. Furthermore, no abnormalities were reported during device unpacking or preparation. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of the substance noted on the esheath+ was unable to be confirmed due to no imagery or device provided. The substance was found after flushing the sheath. The dilator was not inside the sheath when flushed. Per the preparation training manual, "while holding the sheath tip at an upward angle, gently flush sheath through flushport with heparinized saline until filled and close stopcock to sheath" then "remove introducer from the tray and advance the introducer fully into sheath housing using short movements until it stops". The training manual cautions "do not re-flush sheath after advancing introducer." If introducer was not inserted into the sheath using short movements, the increased friction between the sheath and introducer can lead to the hydrophilic coating coming off. Additionally, it is stated in the training manual that "a dilator is included with the system for vessel dilation as needed". The dilator is not indicated for use in the sheath, if it was inserted into the sheath, it can also lead to increased friction and removal of hydrophilic coating. However, due to insufficient information and inability to determine what substance was noted, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : devices were discarded at the hospital.

Event description:
As reported by an edwards lifesciences field representative, a clear, "gooey" substance noted inside a 16fr esheath+ and on the dilator after the dilator had been inserted through the sheath during device preparation. The patient never came into contact with the device, and the device was discarded. A second 16fr esheath+ was opened and used in the procedure. Per the reporter, the substance was suspected to be either hydrophilic coating or ultrasound gel, but it could not be determined.